Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2008. According to the complainant, "the cutting wire broke...when cautery was applied..."the procedure was completed with a second autotome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device confirmed that ther cutting wire was broken. The broken ends of the cutting wire were blackened and melted in appearance. This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unknown, although possible causes include: improper autotome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator setting. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The (B)(6) 2007, 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).